Event description:
It was reported that the swan-ganz catheter was about to be inserted into the pt. When inflating the balloon prior to insertion, it was noted that the balloon did not inflate. Catheter was discarded and another one inserted. Rep was present during the use of the catheter and the nursing staff member followed the directions for calibration and inflation of the balloon as recommended.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Balloon did not inflated due to lumen leakage observed through a slit on the catheter body, 0.03" in length, at the 12.5 cm area (distal of the thermal filament). No visible damage to balloon latex. CAPA was closed for CAPA. Slit condition related to balloon inflation. Corrective and preventive actions were implemented in two different way, extrusion and middle forming. Extrusion improvements include increasing extrusion sample size for wall thickness and outside diameter, implement mold mgmt at extrusion area, develop extrusion fmea, and establish process control at extrusion area. Middle forming improvements include developing middle forming fmes, determine optimum middle forming parameters, implement process control at middle forming operations, determine best middle forming tube orientation to reduce party line, implement and inspection system for middle forming dies and mandrels, implement middle forming mandrel positions and implement a first article inspection for middle forming, middle forming dies at incoming inspections area.